Manufacturer narrative:
Report was made directly to FDA with anonymity - customer communication is not possible. Lot number was not provided so detailed device history record review cannot be conducted. The product was not returned for investigation, photos were not provided, and user was not available to provided additional details / respond to questions, and the reported failure mode was therefore not confirmed. A sample of finished devices received in every delivery is subjected to a destructive incoming inspection, which includes visual particulate / contamination inspection (which is also implemented in production). A review of non-conforming material reports confirmed no ncmr have been logged for contamination. A review of complaint records confirmed no similar complaints have been received or otherwise identified. A root cause cannot be concluded - not enough information was provided to confirm implemented risk control measures and/or production processes are ineffective, no action plan is deemed required.

Event description:
Company received a copy of medwatch FDA cars generated 3500-series form - problem report from medical device reporting team, cdrh. Problem described on form as follows, "the product from obp surgical, "onetrac lxs yankauer" should be sterile and inside of a sterile package. However, on numerous occasions sterility has been compromised. It has been noted that there has been human hair, and other debris inside of the sterile packaging which could risk infections and other complications for the patient."